Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos battery was evaluated and replaced and the bio's configuration was reloaded. The system was tested and found to be working as intended and returned to service.